Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. This is 2 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient reported feeling lethargic, sweaty, overheated, and tired while at home. Concerned about her condition, the patient called emergency services and was transported to the hospital. Upon arrival, a fingerstick blood glucose reading revealed a discrepancy of 70 to 90 mg/dl compared to the cgm reading. The patient was treated with intravenous fluids, a ¿big dose of glucose,¿ and nausea medication. Based on the treatment provided, the event was determined to be a hypoglycemic episode. The patient was discharged the same day, and no further medical evaluation or intervention was documented. At the time of reporting, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 70-90 off between cgm and bg. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see related records (B)(4).